Manufacturer narrative:
Reliability analysis inspected four opened/used sensor and performed testing. Two of the four sensors failed per specification with high and low readings. The remaining two sensors passed with accurate readings.

Event description:
It was reported that the customer had a low blood glucose level of 39 mg/dl. Customer did not eat to treat blood glucose level. Customer went through 4 sensors and took them off. Customer also had sensor error. Customer was not sure if the sensors were defective. Customer does not have a sensor to troubleshoot at this time. Customer declined troubleshooting. It was explained that this is normal function as interstitial signals can fluctuate during the initialization process. Customer was advised to monitor the issue. Sensors will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.